Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's pump was exchanged due to the inflow conduit being malpositioned. Additional information was received from the vad coordinator that the patient was admitted with elevated pump powers up to 15 watts and his ldh was greater than 1000. The patient was treated with heparin and integrelin. The hospital staff found that the inflow conduit was malpositioned; otherwise, the patient had been doing great. The patient remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.